Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the valve embolization into the lvot cannot be confirmed. Procedural factors (possible device recoil) or patient factors (short rhythm of v-tach post valve deployment) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, following deployment, a 26mm sapien xt valve embolized into the lvot. The procedure was performed under conscious sedation. The sapien xt valve was prepared with nominal volume (22cc) and deployed in a final 60:40 to 70:30 aortic/ventricular (a/v) position. Trace paravalvular leak (pvl) was observed. Post deployment, the patient's blood pressure (bp) was 200 systolic for about 60 seconds. The bp was brought under control and the procedure continued. While closing the access site, the patient had a short burst of v-tach. Echocardiogram showed the valve had embolized into the lvot. The procedure was converted to open heart surgery and the sapien xt valve was explanted. A surgical valve was implanted. The native annular valve area measured 470mm2 by CT. Moderate annular calcification, severe native leaflet calcification and mild aortic root calcification were reported. Coaxial alignment of the delivery system and valve was reported to be good. The image intensifier angle was also reported as good. No loss of pacing capture occurred during the deployment of the valve. The cause of the valve embolization could not be confirmed. Patient factors (short rhythm of v-tach) or possible device "recoil" may have contributed to the embolization of the valve.

Manufacturer narrative:
Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. The explanted valve was returned to edwards for evaluation. The visual inspection revealed the valve was expanded and the frame appeared distorted, most likely during valve explantation. No visible inconsistencies were observed on the valve leaflets. Since the valve had already been manipulated (crimped, deployed and explanted), no further relevant evaluation could be performed. The complaint of valve migration could not be confirmed. In this case, the exact cause of the valve migration into the lvot cannot be confirmed. Procedural factors (possible device recoil) or patient factors (short rhythm of v-tach post valve deployment) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, following deployment, a 26mm sapien xt valve migrated into the lvot. The procedure was performed under conscious sedation. The sapien xt valve was prepared with nominal volume (22cc) and deployed in a final 60:40 to 70:30 aortic/ventricular (a/v) position. Trace paravalvular leak (pvl) was observed. Post deployment, the patient's blood pressure (bp) was 200 systolic for about 60 seconds. The bp was brought under control and the procedure continued. While closing the access site, the patient had a short burst of v-tach. Echocardiogram showed the valve had shifted into the lvot. The procedure was converted to open heart surgery and the sapien xt valve was explanted. A surgical valve was implanted in its place. The native annular valve area measured 470mm2 by CT. Moderate annular calcification, severe native leaflet calcification and mild aortic root calcification were reported. Coaxial alignment of the delivery system and valve was reported to be good. The image intensifier angle was also reported as good. No loss of pacing capture occurred during the deployment of the valve. The cause of the valve migration could not be confirmed. Patient factors (short rhythm of v-tach) or possible device ¿recoil¿ may have contributed to the embolization of the valve.